Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Although not returned poly material wear after approximately 21 years implanted would not be unreasonable to have identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : although not returned poly material wear after approximately 21 years implanted would not be unreasonable to have identified. Product error is not suspected. Mre not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent a bilateral hip revision. Right side: the depuy femoral head and acetabular liner were revised. The patient was experiencing pain. There was evidence of poly wear involving the acetabular liner, delamination of the poly liner, and foreign body synovitis. The head and liner were revised with depuy products. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for liner failure - poly wear. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. On (B)(6) 2021, the patient underwent a bilateral hip revision. Right side: the depuy femoral head and acetabular liner were revised. The patient was experiencing pain. There was evidence of poly wear involving the acetabular liner, delamination of the poly liner, and foreign body synovitis. The head and liner were revised with depuy products. Date of implant: (B)(6) 2002; date of event: (B)(6) 2019; date of revision: (B)(6) 2021; (right hip). Treatment: revision of the poly liner and head.